Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the buttress compression nut would disengage from the 130 degree aiming arm locking device when it was advanced toward the lateral femoral cortex during an orthopedic procedure using a trochanteric femoral nail advance (tfna). The problem appeared to be part of the locking mechanism. It is unknown if there was a surgical delay. There are no reported patient consequences. This report is for a buttress/compression nut. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number is now known. Additional report source added. Device MFR date: this information is now known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Corrected data: this complaint is now two parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aiming arm device would not permit the buttress compression nut to lock in during surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.037.016, lot# 9407497. Manufacturing location: haegendorf, release to warehouse date: mar 26, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Received buttress/compression nut was inspected and some minor nicks were observed on the inner threads of the buttress/compression nut, which is not relevant to the complaint condition. The complaint condition could not be replicated as the blade/screw guide sleeve was not returned. The received condition was unable to be confirmed as no issues were identified. However, as a mating device (sleeve) was not returned the following review were performed to confirm the complaint condition. Based on the drawing and dimensional review below, the complaint condition does not agree with the complaint description. Therefore, the complaint was not able to be confirmed. Dimensional analysis was completed, the outer diameter of the buttress/compression nut at its flange portion, measured 22.69 mm. This is within the specification of 22.60 to 22.70 mm based on drawing. Relevant drawings were reviewed. The complaint condition was not able to be confirmed as the functional test could not be performed. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.